Event description:
It was reported by the sales representative, "s/p orif left distal radius dos (B)(6) 2025. Patient denied any falls from last visit but presented with hardware problems. Post op x-ray confirmed broken distal screw. Patient kept in cast additional two weeks. No plans for hwr at this time."

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.